Manufacturer narrative:
The investigation for manufacturer device report 1220648-2024-13638 was cancelled. The automated impella controller (aic) logs did not align with the reported failure mode and was associated with a different pump. This aic was never connected to the pump in question.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the impella cp was prepped for use and the automated impella controller (aic) had a controller error and optical sensor error alarm. A new aic (subject device) was tested and the same error occurred. A new impella cp and aic was prepped and used successfully. The aic is being sent in for investigation. No patient harm has been reported.